Event description:
Void- upon receiving additional information of the reported event, it was determined to be not reportable (duplicate report submitted). The initial report should be voided.

Manufacturer narrative:
Void- upon receiving additional information of the reported event, it was determined to be not reportable (duplicate report submitted). The initial report should be voided.

Manufacturer narrative:
(B)(4). Foreign - (B)(6). Flecher, x., ros, f., jacquet, c., olivier, m., parratte, s., & argenson, jn. (2020, june 28). A retrospective comparative study comparing 3 mode of fixations in revision tka: tmt cones with short cemented stems, cones with long uncemented stems and long uncemented stems without cone. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced an infection. Attempts have been made and no further information has been provided.